Event description:
It was reported that the patient experienced diaphragmatic stimulation. The patient had experienced this on (B)(6) 2010, (B)(6) 2011, (B)(6) 2011 and (B)(6) 2011. The physician decided to program the device with biv pacing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.